Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.